Event description:
Pt advised that subject device was implanted during a revision procedure approx 2 years post initial implant. Four years later, pt reported he fell on some steps and the subject device broke. During the second revision procedure, the surgeon removed one full rod and half of the other.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no device was returned. A review of the mfg records for this lot has been requested.